Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that when the patient was seen in clinic, patient reported increased shortness of breath. This activity intolerance was thought to be due to increased aortic insufficiency, and transplant work-up as definitive therapy was initiated. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Aortic insufficiency is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that when the patient was seen in clinic on (B)(6), patient reported increased shortness of breath, as he did in subsequent clinic visits on (B)(6). This activity intolerance was thought to be due to increased aortic insufficiency, and transplant work-up as definitive therapy was initiated. On (B)(6), he presented to clinic for routine follow-up and appeared notably more dyspneic. Transthoracic echocardiogram showed moderate trans valvular aortic regurgitation, whereas it had been mild to moderate on most recent echo on (B)(6), and left ventricular size had increased, to 6.2cm from 5.6cm on (B)(6). He was admitted for work-up of increased aortic insufficiency. On (B)(6), transesophageal echocardiogram showed peak flow rate of 142ml/sec by pisa method. On the evening of (B)(6) speed was increased to 2700rpm without significant change in symptoms. On (B)(6), speed was increased to 2740rpm. On (B)(6), it was increased to 2780rpm with patient reporting improvement in symptoms, which remained stable for remainder of hospitalization. Regarding the aortic valve, report from repeat transthoracic echocardiogram on (B)(6) stated, "while quantification of aortic regurgitation is difficult, seems that ai is moderate and is roughly unchanged from the tte on (B)(6) 2013." Patient was discharged home (B)(6), able to ambulate in hallway with no shortness of breath. He was listed for transplantation (B)(6)." No additional information available.